Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary hip arthroplasty the 54mm cup could not be stabilized and then was replaced with a 56mm acetabular prosthesis to achieve stable fixation.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the product evaluation complaints engineer for investigation. Summary of investigation: visual checks: the returned ¿exceed abt 3hl shell 44/54mm¿ was visually inspected with the following observations recorded: the shell was marked and scratched from being moved in the acetabular during surgery with bone ingress on the porous coating side of the acetabular shell. Scoring marks around the apical plug hole from movement of the impactor during implantation. Dimensional checks: the reported event alleges that the shell could not be stabilised. The shell was checked using a shadowgraph and graticule as per q000079 rev4. This test confirms that the shell was conforming to pre-defined drawing specification when manufactured. Document review: the manufacturing history records have been reviewed with the following observations found:- 6 devices on manufacturing run. 3 devices reworked for roughness and chipped coating under ncr1605160852. 6 devices packaged and distributed. Complaints analysis: a review of the complaint database has found no similar complaints reported with this item # / lot # combination. A review of the complaints data base for the past 3 years has found no similar reported events for this item number. The porous coat profile check and documentation review has confirmed that the shell was conforming to pre-defined drawing specification when manufactured.